Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize an open door. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom of the pump being unable to recognize an open door. Evaluation revealed that the depressed upper latch switch was determined by a failed component. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.